Event description:
It was reported that when the device was used during a laparoscopic colon resection procedure, the surgeon heard "crunching" sound and then he could not articulate the full 45 degrees in either direction. Opened another device to complete the case. There was no consequence to patient.